Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alert. Customer's blood glucose level was 232 mg/dl, 180 mg/dl, 236 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer performed self test and it did not pass. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.